Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 370 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Additionally, it was reported that the cannula was bent, and the pod site was red, with some blood present. As treatment, a new pod was applied.